Manufacturer narrative:
Additional product code: hwc. (B)(4). (B)(6). (B)(4). Manufacture date: november 14, 2013. Part exp. Date: november 01, 2023. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A manufacturing evaluation was completed: the blade has some strong impressions at the areas, which were it was in contact with the nail. The manufacturing documents of the blade were reviewed and no complaint related issues were found. The blade was manufactured according to the specification. The relevant dimensions were checked and no deviation from the specification was found. These findings speak against a manufacturing related issue. We found that the blade has some strong impressions at the areas, which were it was in contact with the nail. This does indicate that high loads over a long period of time, according to the received information 650 days, were applied onto the nail/blade crossover. It is likely that these loads did finally lead to a fatigue failure of the nail. There is no indication that any issue with the blade did cause this malfunction, the blade did transfer the load as required. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that a nail of the tfn-advanced proximal femoral nailing system (tfna) broke post-operatively. The revision surgery took place on (B)(6) 2016. The patient outcome is varus deformity of the hip. The nail broke at the blade junction. When the blade was inspected by the manufacturer it was noted that the blade is strongly damaged on the nail contact surfaces. This is report 2 of 2 for (B)(4).